Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pocket pain near the ipg site. Surgical intervention took place on (B)(6) 2023 where the ipg was repositioned to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.